Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing soluté intravenous in the critical care area. Nurse states pressing stop, then program primary./secondary. To attempt to program a secondary. The screen went blank with and had a steady system error 101 (¿pic msg crc error) alarm, unlike other alarms he has seen/heard. Could not silence it. Pressed power off and received a system error. He followed the instructions and powered off. Powered it back on and had to reprogram his infusions. Upon arrival, pump was infusing the intended secondary medication meropenem 2g/150 ml over 30 mins. Secondary was allowed to complete and pump was removed from service and replaced by another pump. Also upstream occlusion, no physical occlusion nor kinks were noted. Constant / false upstream occlusion alarm was noted. A mix of true detection of air-in-line; air was present and some of the air in line alarm didn¿t have 1 inch of air to trigger alarm so may have been false was also noted. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.